Manufacturer narrative:
(B)(4). Examination of the returned instrument found the alleged complaint unconfirmed as the locking nuts were not returned and the device could not be functionally tested, but found a different failure upon inspection of the instrument. Visual examination found the exterior finish is nicked/scratched and two of the three threaded posts are bent. The threads within the posts were in good condition and not stripped. Depuy-synthes considers the investigation closed at this time. Should additional information be received, the information will be reviewed, and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
All 12 of the locking nuts in the prostalac std tray and prostalac long tray did not thread into the molds.